Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18612, 1627487-2013-18613. The patient reported she has not used her scs system in approximately 1 year because she experienced overstimulation. The patient indicated she is unable to have her scs system explanted due to a heart condition.